Event description:
Boston scientific received information that during interrogation, this device exhibited a code indicative of longer than expected capacitor charge times. Boston scientific's internal technical service reviewed device information, confirming the product should be explanted as soon as possible and returned for analysises. Additionally, it was communicated that the patient should be monitored until explant, ensuring no impact to critical therapy. To date, no adverse patient effects were reported. Subsequently, the device was explanted and returned for post-market analysis. No adverse patient effects reported at, or prior to, the replacement.

Manufacturer narrative:
Following completion of analysis, this event will be further updated.